Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coating on one side of the tip came off while the pa was harvesting the vein graft. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Auto number: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Traces of blood were observed on the handle and toggle of the harvesting tool. Tissue and charred material were observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was detached from the base to the center of the jaw, revealing the inner foundation of the cold jaw. The detached silicon insulation was not returned back. Based on the returned condition of the device, the reported failure "peeled jaw" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coating on one side of the tip came off while the pa was harvesting the vein graft. The hospital did not report any patient effects.